Event description:
This is filed to report a frayed lock line that was discovered during device analysis. It was reported that a patient presented with functional mitral regurgitation (mr) and a rotated heart for a mitraclip procedure. The clips were prepped per instructions for use (IFU). The first clip was brought to the left atrium (la), the grippers were raised. When the clip was attempted to opened it stayed in closed position. Numerous attempts to troubleshoot could not open the clip. The clip was removed without causing injury and a replacement completed the procedure. The mr was reduced to grade 2. The patient status is stable and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported gripper actuation issue. Additionally, the gripper lever cover tabs were found to be broken, lock line was frayed, and harness was deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and return device analysis, a cause of the reported inability to open the clip could not be determined. The observed broken gripper lever cover tabs, frayed lock line, and deformed harness appears to be due to the troubleshooting steps performed during the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.